Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patent underwent an ablation procedure with a navistar thermocool catheter where the deflection mechanism became stuck. Upon receipt, the catheter was visually inspected, and was found in good condition. Per the reported event, a deflection test was performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
On 7/28/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patent underwent an ablation procedure with a navistar thermocool catheter where the deflection mechanism became stuck. During the procedure, the catheter got stuck in the fully deflected position. It is not known if the knob/piston were able to be manipulated after the catheter got stuck. No difficulty was noted during the removal of the catheter, and physical damage was observed at the distal end of the catheter. The sheath in use at the time of the event is unknown. The catheter was exchanged for a new one, and the procedure continued without patient consequence. A catheter stuck in the fully deflected position can potentially cause damage to the patient's vessels or cardiac structure. As a result, this event is MDR reportable. The awareness date for this event is 6/29/2017, as that is when it was discovered that the catheter was stuck in the fully deflected state.